Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 80-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the patient experienced recurrent bleeding issues during impella cp support. The bleeding resulted in repeated drops in hemoglobin levels and blood transfusions were administered at intervals to counteract the condition. The bleeding was managed via dressing changes and additional sutures at the access site. Support was maintained with the implanted pump.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major has been completed. The device was not returned for investigation. As per clinical review, the root cause of the access site bleeding was most likely use related as the bleeding was resolved by adjusting the angle of insertion and adding an additional suture.